Event description:
The account alleged that when the pt position module alarmed at the bed a nurse call was not being sent to the nurse's station. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.